Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported the patient experienced syncope. Technical support was contacted and episodes of pacemaker mediated tachycardia were observed on the device. Technical support was contacted and recommended reprogramming. Reprogramming was performed. The patient was stable.